Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump never alarmed. Customer¿s blood glucose level was over 500 mg/dl and 500 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the stripped battery cap, rejects new batteries and no delivery alarm. The device will not be returned for analysis.